Event description:
It was reported the customer's insulin pump was severely damaged. Customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement test due to missing segments. No additional physical damage noted.